Event description:
Bearing failed during surgical procedure. Attachment and loose components were bagged. No patient impact was reported, however it has not been determined if attachment components contacted the patient wound site. Post surgical x-rays were taken. Results of x-ray were not available on followup.